Event description:
It was reported by the physician that the pt's device was "turned off" approx (B)(6) prior and he did not know why. The physician ran a diagnostic test, which was said to be normal. The pt left his visit on (B)(6) 2011, with the device disabled, though he was encourage to have it re-enabled as his depression was worsening w/o the therapy. The pt subsequently did have his stimulation re-enabled on (B)(6) 2011. Further info from the pt's primary psychiatrist indicated that he did not know how the device was disabled. He stated that at the pt's appointment on (B)(6) 2010, everything was "fine", but the device was found off on (B)(6) 2011. Just prior to the (B)(6) 2011, appointment, the physician's software had been update due to a "software glitch". The pt was not feeling any better, so the device was left off while medication changes were made. The device was then stated to be turned on again on (B)(6) 2011. A review of the pt's programming history, though, revealed that a generator diagnostic test had reset the pt's parameters on (B)(6) 2010. A system diagnostic was subsequently performed with normal results, although a final interrogation was not performed.

Manufacturer narrative:
Analysis of programming history.